Event description:
Nt821730c - the stopcock on a ventric has broken off. Event 1/3.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). Correction to sections b5, d1, d2a, d4 to reference part nt821730c. The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke in use" complaints within the past two years. 6,444 nt821730c units sold within the past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.36 - stopcock valve unable to turn or rotate." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged system, drip chamber, and patient line stopcock. The patient line and drip chamber stopcock had a crack on the wall. System stopcock was broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The product exhibited markings consistent with tool engagement, resembling grip or scratch patterns that suggest contact with serrated or toothed surfaces, possibly from pliers or similar instruments. There were traces of blood around the system stopcock valve and a buildup of blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (B)(4) rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Per doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - the stopcock on a ventric has broken off. Event 1/3.